Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient with a history of lupus and hypertension underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. After ablation the patient had a decrease in blood pressure, which led physician to use intracardiac echo (ice) and found there was a pericardial effusion. They were in the rvot (right ventricular outflow tract). The medical intervention provided to the patient was "tapped" and a pericardial drain was inserted. The patient's last known status is stable. Additional information was received indicating the physician's opinion on the cause of this adverse event is that it was procedure related. The patient fully recovered but required extended hospitalization to continue to monitor the patient's status as well as to remove drain at a later time. No transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. Unknown when the event occurred precisely, either ablation or mapping phase.

Manufacturer narrative:
On 13-may-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
It was reported that a patient with a history of lupus and hypertension underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. After ablation the patient had a decrease in blood pressure, which led physician to use intracardiac echo (ice) and found there was a pericardial effusion. They were in the rvot (right ventricular outflow tract). The medical intervention provided to the patient was "tapped" and a pericardial drain was inserted. The patient's last known status is stable. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The potential cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).